Event description:
It was reported that pump experienced malfunction with displayed malfunction code and resettable fault. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions and assistance to reset pump, did not experience repeat of malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.